Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro self activated and began overheating even though, the activation toggle switch was confirmed to be in the "off" position. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. The nurse noted that she had a difficult time plugging in the cable to the power supply and the new cable which had only been used five times appeared frayed.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).